Manufacturer narrative:
A5: patient race and ethnicity was provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the system incorrectly registered levels l2 and l3 when they thought they had registered levels l1 and l2. They had unknowingly proceeded with the registration and placed screws into l1 and l2 when they thought the screws were going into l2 and l3. Registration showed green for both vertebrae. Once the screws were implanted, they took a c-arm scan to confirm placement, and this is when they first noticed that they were one vertebra off. The surgeon left the screws in l2 but proceeded to remove the screws in l1. It was unknown whether the holes left in l1 were filled. The surgeon said that the screws had not entered the spinal cord canal. They tried re-registering the patient but were unsuccessful every time. They removed the l1 and l2 layers and tried to register l3 by itself, but then the system would not accept that registration at all. They tried l4 to test the registration, but the system kept telling them that they were not on the correct levels. The CT scan was a full thoracic to lumbar construct, while the c-arm was from t12 to l4, approximately. The screws were sized 5.5 millimeters (mm). The delay was right under 1 hour trying to get it registered. The surgeon aborted the use of the guidance system and freehanded the remainder of the case using jamshidi guidebars and k-wires. There was no reported impact to patient's outcome.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. B01, c19, d14 are applicable to the system checkout. The exports/logs were returned for clinical analysis. The analysis determined that the root cause of the incorrect level operation was mislabeling. Additionally, the investigation team determined that the root cause of the registration failures in the three subsequent attempts was a shift between the acquired ap and obl images, resulting in a different interpreted position of the 3d marker between the two. B01, c13, d11 are applicable to the clinical analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.